Event description:
Boston scientific received information that during a routine follow-up appointment, the patient reported hearing beeping tones for approximately two months. Premature battery depletion was suspected. Upon interrogation, a fault code appeared. After resetting the fault code, the estimated battery life was nine years and all pacing parameters were in range. After a manually capacity reformation, charging time was over 45 seconds and a different fault code occurred. After resetting this fault code, the system switched immediately to end of life (eol). Boston scientific technical services (ts) was consulted and they recommended an immediate device replacement as tachy therapy could not be guaranteed. Despite this recommendation, a replacement procedure was scheduled for the following week. This device was explanted without incident. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this device was thoroughly inspected and analyzed. External visual inspection of the device noted no anomalies. After the titanium case was opened, microscopic visual inspection did not reveal any irregularities. The battery was then removed, so that an external power supply could be connected to the device for further analysis. A higher than normal current usage was observed. Electrical testing isolated the high current condition to two compromised low voltage capacitors that are connected to the device's battery. This type of component malfunction can result in a high current drain, which over time can result in premature battery depletion, as was observed in this case.